Event description:
It was reported that the patient underwent a posterior lumbar fusion at l2-5 with a l1 laminectomy. It was reported that the patient underwent a second surgery to extend the construct from l5 to s. Sometime post op, both rods broke between s1 and the iliac. The patient underwent a revision surgery 10 months after the second procedure. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however, a like device catalog # 869-022, 510k # k040962 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
(B)(4)